Manufacturer narrative:
Device was received with critical pump error (open book image) alarm, hardware low level failures error due to a software error. Unable to perform the self-test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current, active current measurement or verify audio or vibrate anomaly due to critical pump error (open book image).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had critical pump error. The blood glucose level was 70 mg/dl. Customer reported that there was an open book and an x on the screen of the insulin pump and it keeps on beeping. The troubleshooting was performed. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.